Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A replacement pump was sent to the customer. Reportedly, the customer was using fiasp brand and cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.